Event description:
The hospital reported that during a endoscopic vessel harvesting procedure, the scissors broke off and needed to be retrieved from the original incision. A replacement device was used to complete the procedure. No further patient complications have been reported.

Manufacturer narrative:
The device has not yet been returned to guidant cardiac surgery for investigation. We will continue to pursue the device being returned to guidant for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.